Event description:
It was reported that the device had failed rate accuracy test during pm, was not able to calibrate. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a1801 annex g: g04037 annex b: b01 annex c: c0601 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an accuracy issue was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the lifted top-right bezel boss insert on the bezel assembly ¿ the pump module was programmed to infuse a primary infusion at rate of 100 ml/hr. The test results measured the actual rate at 91.21 ml/hr (-8.79% error); indicating the device was out of specification. ¿ rate accuracy task was performed on the suspect pump module. As a result of the test, it was indicated that the pump module was under infusing, obtaining an error of -8.500%. During internal inspection it was found the bezel assembly needed to be replaced due to a lifted insert. The bezel was temporary replaced with a known good bezel from the dchu facility for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of 3.1667%. ¿ the suspect pump module after the calibration process was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 100 ml/hr. The test results measured the actual rate at 100.05 ml/hr (-0.05% error). Indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. ¿ based on the review of the suspect pump module s/n (B)(6) event log. On (B)(6) 2025, at 9:44 am the pump module was powered on and attached to the pcu s/n (B)(6), an infusion was programmed with a rate of 200 ml/hr and a vtbi of 100 ml. ¿ at 9:50 am, the pump alarmed patient side occlusion. ¿ at 9:57 am, the pump was restarted. ¿ at 10:24 am, the infusion was completed and the kvo started. ¿ at 10:32 am, the pump was paused. ¿ at 10:30 am, the syringe was channel off. ¿ during the internal inspection it was observed the top right bezel boss insert was lifted. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the (B)(6) repair center. ¿ the bezel material was determined to be manufactured with valox, with the date code (B)(6) 2023 (B)(6) 2023), and was not impacted by the bezel boss recall. ¿ per bd alaris system user manual (v12.1.2), ¿ do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. ¿ perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. ¿ the device cases should only be opened by qualified personnel using proper grounding techniques. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the entire mechanism of the device, which was disassembled during the investigation, except for the rear case of the pump module. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy test during pm, was not able to calibrate. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of an accuracy issue was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the lifted top-right bezel boss insert on the bezel assembly the pump module was programmed to infuse a primary infusion at rate of 100 ml/hr. The test results measured the actual rate at 91.21 ml/hr (-8.79% error); indicating the device was out of specification. Rate accuracy task was performed on the suspect pump module. As a result of the test, it was indicated that the pump module was under infusing, obtaining an error of -8.500%. During internal inspection it was found the bezel assembly needed to be replaced due to a lifted insert. The bezel was temporary replaced with a known good bezel from the dchu facility for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of 3.1667%. The suspect pump module after the calibration process was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 100 ml/hr. The test results measured the actual rate at 100.05 ml/hr (-0.05% error). Indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. Based on the review of the suspect pump module s/n (B)(6) event log. On january 25, 2025, at 9:44 am the pump module was powered on and attached to the pcu s/n (B)(6), an infusion was programmed with a rate of 200 ml/hr and a vtbi of 100 ml. At 9:50 am, the pump alarmed patient side occlusion. At 9:57 am, the pump was restarted. At 10:24 am, the infusion was completed and the kvo started. At 10:32 am, the pump was paused. At 10:30 am, the syringe was channel off. During the internal inspection it was observed the top right bezel boss insert was lifted. However, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel material was determined to be manufactured with valox, with the date code 05/23 (may 2023), and was not impacted by the bezel boss recall. Per bd alaris system user manual (v12.1.2), do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the entire mechanism of the device, which was disassembled during the investigation, except for the rear case of the pump module. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicin per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy test during pm, was not able to calibrate. There was no patient involvement.